Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (exact upn is unknown) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The j-tube was placed in (B)(6) 2011 (the exact day is unknown). According to the complainant, in (B)(6) 2011, the j-tube began to bother the patient. The j-tube would sometimes become blocked. All the medication went through the device without a problem. When the patient experienced the blockage was when the medication was put through the side branch of the device. On (B)(6) 2012, the j-tube was replaced with a new two port through the peg jejunal feeding tube (j-tube). Upon removal of the old device, it was noted there were two knots on the j-tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Blockage in j-tube. Knots in j-tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.